Event description:
It was reported that an ilet user received an urgent low soon alert, with cgm glucose near 100 mg/dl before falling to 60 mg/dl, confirmed by a blood glucose meter at 66 mg/dl, while the ilet report showed a large break and multiple gaps in cgm readings and a prior cgm value of 138 mg/dl; the user reported no symptoms and was advised to replace the dexcom g7 sensor due to intermittent readings. Symptoms included asymptomatic hypoglycemia. Outcomes included home management without escalation, with oral glucose recommended. Investigation included review of device data and user report, along with troubleshooting and education on sensor replacement. Investigation of this case revealed intermittent cgm data loss and gaps consistent with unreliable sensor signal, leading to inaccurate or delayed glucose information presented to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.